Event description:
Hcp reported the pump system was removed and returned to manufacturer for analysis after having been implanted for less than one month. A follow up report will be sent when additional information is received.